Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar (fb) instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported complaint. The instrument was not found to be in a flexed position during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. Further investigation found dried residue around the clamping pulley cable groove.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint, but failure analysis has not completed the investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the grip tang on the base of the grip was dislodged from its normal position.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the force bipolar (fb) instrument was locked in flexed position. The customer used a backup fb instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the director of obstetrics and gynecology and obtained the following additional information: the fb instrument was inspected prior to use with no issue. The jaws were not stuck on tissue when the issue was identified. Instrument release kit (irk) was not used to open the jaws. The instrument jaws were stuck in a closed position prior to attempting to remove the instrument. The fb instrument was removed with the cannula together. No port incision was increased. The instrument wrist was broken. The customer confirmed no fragment falling into the patient¿s anatomy. There was no unexpected tissue removal and no bleeding. The procedure was delayed about 15 minutes.